Manufacturer narrative:
A ge rep evaluated the system and restrapped the input transformer. System operates as intended. (B) (4).

Event description:
Customer reported the system alarms when plugged in. No pt injury was reported.